Manufacturer narrative:
The device was returned for evaluation and inspection. No external device damage was identified. Control solution testing was performed using control solution and test strips. No device inaccuracy was identified.

Manufacturer narrative:
Patient has been contacted four (4) times to complete resolution and request device return from the patient. To date, the patient has not responded to outreach attempts. The device history record was reviewed, and no contributing factors were identified.

Event description:
The patient reported a concern that their blood glucose is not accurate after receiving inconsistent back-to-back readings. Device logs show that on (B)(6) 2024, a series of four (4) blood glucose readings were recorded between 8:36 am and 8:38 am. The results were 69, 79, 107, and 119 respectively. Control solution testing was not performed as the patient did not have control solution. No symptoms or injury were reported, and no medical attention was required.